Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.